Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, the insulin pump is alarming no delivery alarm every other hour for four to five days. Customer stated the alarm is occurring during bolus and basal delivery. Customer's blood glucose was 320 mg/dl. Customer then stated he has been treating with manual injections. Customer later went on to state that he would remove the reservoir and manually push insulin and it lasts temporarily. Troubleshooting was performed for no delivery and customer stated that had tried all remedies and issues continue. Customer was advised the device would need to be replaced and customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with currents within specifications and passed rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. No unexpected excessive no delivery alarm. The insulin pump had minor scratched lcd window, broken battery tube threads, cracked reservoir tube lip, reservoir tube cracked.